Event description:
The customer reported that while in pt use the ventilator gave audible alarm for low peak inspiratory pressure and low volume. The pt was removed from the ventilator and placed on another ventilator, no pt harm.

Manufacturer narrative:
(B)(4). Evaluation by the carefusion field service technician is anticipated but has not yet begun.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2015. The information for this follow-up report was noted on 10/27/2015. Field service performed pm, uvt, and ovp according to manufacturer specifications on 3/19/2015. As part of the pm the o2 sensor and regulator were replaced. These should address the reported audible alarm for low peak inspiratory pressure and low volume. These components were not returned. The ventilator was returned to service and no additional calls relating to the event have been logged. Life threatening and required intervention to prevent permanent impairment/damage were added because the ventilator required change out..